Event description:
It was reported that an alert/notification settings issue occurred. On or around (B)(6) 2025, the patient was conversing with either her neighbor or cousin when she suddenly became confused and incoherent. The individual speaking with her noticed that the patient was not responding appropriately and appeared disoriented, prompting them to call emergency services. Prior to the event, the patient reported feeling no symptoms and did not receive any alerts from her receiver indicating hypoglycemia. No blood glucose (bg) test was performed before the incident. Upon arrival, paramedics checked the patient¿s blood glucose using a fingerstick (fs) test, which showed a reading of below 30 mg/dl, while the receiver displayed ¿low.¿ the paramedics administered glucagon, and the patient¿s condition improved within approximately 15 minutes. She regained normal responsiveness and subsequently declined transport to the hospital. The paramedics followed protocol to ensure the patient¿s safety before leaving the scene. At the time of the report, the patient was fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.